Event description:
It was reported that a dr implanted a protegen sling in 1998. The pt "developed injuries and complications secondary to the implant surgery." There is no further info available on this case and the device was not returned for eval.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced tissue erosion, chronic infection, bleeding and odor.